Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using the inline sheath, there was difficulty near the left iliac artery during insertion and the guidewire was exchanged. Resistance was noted while advancing the delivery catheter system (dcs) through both the external and common iliac arteries. After the valve was implanted, as the dcs was being removed from the patient, the nose cone became stuck at the access site. The surgeon used a blade to make space for the nose cone to be removed. An intimal tear was noted in the left femoral artery and was repaired with a graft. The physician reported the tear was likely caused during insertion but was not identified until removal of the dcs at the end of the procedure. It was reported that a non-medtronic closure device was used prior to noting the injury. The minimum femoral access vessel diameter was 5.2 x 7.3mm and the left femoral artery was calcified. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulty advancing or removing the delivery catheter system (dcs) through the access vessel is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). The case summary was submitted by the facility showing narrow access vessels (minimum of 5.2mm). This indicates that the potential cause of the difficulty advancing and removing the dcs may have been patient anatomy. Vascular access related complications, such as dissection, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. If information is provided in the future, a supplemental report will be issued.